Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. I am getting a "transmitter failed". Or "transmitter error", "transmitter alert".

Manufacturer narrative:
(B)(4).